Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the abdomen. On (B)(6) 2025, no symptoms were reported, but the day of the event the patient was sent to the hospital by an ambulance. The cgm was reading would have been 3.0 mmol/l, and when a fingerstick was taken at the hospital, the blood glucose reading was 40.0 mmol/l. The patient was admitted into the intensive care unit (ICU) and was treated with insulin, sodium chloride and potassium (route unknown but most likely intravenous). The patient was discharged after 3 days, and it was understood the patient had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.